Event description:
The customer contact reported that the device powered off by itself with an inadequate response time. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of noradrenaline at an unspecified high rate. No specific programming parameters were provided. After an unspecified length of time, it was reported when plugged into ac power the device alarmed with an unspecified malfunction and turned off. At that time, it was reported the patient had hypotension. No blood pressure values were reported. The device was immediately removed from clinical service. Therapy was quickly resumed using a replacement device. No medical interventions were reported. On an unspecified date and time, the customer contact reported the patient expired. It was reported the cause of death was due to the patient's clinical severity and hemodynamic. The customer contact reported the device did not contribute to the patient's death. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the service center. The last programing in the device history indicates that on (B)(6) 2013, at 1511, the device was powered on in the ac mode and the volumed cleared. At 1513, line a of the device was programmed in the dose calculation mode mcg/kg/min, unspecified drug 250mg/250ml, dose of 0.003, weight 96kg, at a rate of 20ml/hr, with a vtni (volume to be infused) of 250ml, for duration of 12 hours and 30 minutes and the delivery was started. At 1514, the device alarmed with n186 (distal occlusion), and the device was restarted. At 1515, the device alarmed with n186, n183 (peak proximal occlusion b non-delivery) and n250 (door open while pumping). At 1517, the device alarmed with n102 (infuser idle 2 minutes). At 1518, the delivery was restarted. At 1543, line a programming was stopped, vi (volume infused) 8.7ml and the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.